Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 30-nov-2010 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that unit experienced multiple drawer failures requiring maintenance. The field service engineer (fse) inspected the unit, reseated the connection on drawer number three, cleared the debris, and then tested the drawer. The customer confirmed proper operation by verifying inventory counts. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary multiple drawers were failed and required maintenance. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.